Event description:
It was reported that device was interrogated before implant and interlocks were observed on every screen. The device was reset and the interlocks were still present. The device was not used and a different device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.